Event description:
An issue was reported where customer support was unable to confirm occlusions, and the caller appeared unaware of the event. There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding the outcome of the event.